Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
In review, it was noted that the "section b4. Date of this report" inadvertently was not populated in the supplemental MDR report; therefore, the date (9/21/2020) has been entered in this supplemental report. The following field was updated accordingly: section b4. Date of this report: 9/21/2020. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the lens was not returned. The plunger and pushrod were observed in advanced position and residues of lubricant material were observed on cartridge. No damage was observed to the cartridge. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: lens remains implanted. (B)(6). Device evaluation: the lens was not returned as it remains implanted. Therefore the device cannot be evaluated. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that there was a crack in the paracentral part of the lens, fortunately not on the optic at implantation. Screwing of the lens was normal. However, the lens remained in the wound, which meant that the wound had to be enlarged for the lens to be pushed in. Doctor indicates that he had not been in contact with the lens with the knife, because the crack was on the inside of the rolled-up lens. He saw the crack when the lens came folded out of the eye. Lens is implanted and no issues are being reported regarding patients outcome. No additional information was provided.